Event description:
Sales rep called to report for the customer that the front of the hand piece and the wire melted and detached at the tip during use in an adenoidectomy procedure.

Event description:
Regulatory report was sent in error as the generator involved in this report was deemed reportable in error. Reported incident involving the generator not MDR reportable, device was deemed reportable and regulatory report associated 1226420-2014-00012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method: generator still in use and facility not returning for investigation. Product event: (B)(4).